Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no/distorted image issue could not be determined, however, it is possible that the charged-coupled device (ccd) unit was faulty due to wear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was distorted. The scope passed a dunk test and the scope connector was found to be dry when opened. The image was till found to be distorted after replacing the flexible printed circuit and electrical connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.